Manufacturer narrative:
On 2/5/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned with white fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was not confirmed. A manufacturing record evaluation (mre) of lot number 6569029 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/25/2019, the product investigation summary was updated: upon receipt by mentor, two (2) samples were returned, device a with lot number 6569029 and device b with lot number 7000484. During evaluation, both samples appears intact. Leak testing was performed on them and no leak sites were detected. No anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of these lots. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round spectrum 425cc saline catalog: 3501470 lot: 7000484 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with mentor smooth round spectrum 425cc saline breast prostheses, experienced right breast prosthesis deflation. As a result, the patient underwent removal on (B)(6) 2018.